Event description:
Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received denture cleanser (corega denture cleansing tablets) tablet for product used for unknown indication. On (B)(6) 2018, the patient started corega denture cleansing tablets. On (B)(6) 2018, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. Additional details: a pharmacist reported that an old man swallowed by mistake (medication error) 1 denture cleansing tablet corega. The man he swallowed yesterday((B)(6) 2018) the tablet and according to the communication that the pharmacist had yesterday with him he had not experienced an adverse event. The pharmacist had no more information. Follow up information received on 21 jun 2018 corega denture cleansing tablets was continued with no change. The pharmacist knew that the patient did not experience an adverse event and he continued the use of corega. She had no other details.

Manufacturer narrative:
1020379-2018-00024 is associated with (B)(4), corega denture cleansing tablets. Corega denture cleansing tablets are marketed as polident tablets in the us.

Manufacturer narrative:
This report is associated with (B)(4), corega denture cleansing tablets. Corega denture cleansing tablets are marketed as polident tablets in the us.

Event description:
Medication error\ man swallowed by mistake one denture cleansing tablet corega [accidental device ingestion] case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received denture cleanser (corega denture cleansing tablets) tablet for product used for unknown indication. On (B)(6) 2018, the patient started corega denture cleansing tablets. On (B)(6) 2018, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. Additional details: a pharmacist reported that an old man swallowed by mistake (medication error) 1 denture cleansing tablet corega. The man he swallowed yesterday ((B)(6) 2018) the tablet and according to the communication that the pharmacist had yesterday with him he had not experienced an adverse event. The pharmacist had no more information.